Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had to have a revision in 2015 as the ins flipped on itself and was rubbing on the pelvic bone. The wires also became disconnected. They had cellulitis in 2011 with their first ins and they think the pocket became bigger which caused it to flip. The revision occurred on (B)(6) 2015. No further complications reported.